Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. As received, the rear response button trace was measuring open. The cause of the non-functional response buttons is the damaged trace. The root cause of the open trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.